Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock one day post implant, while still in the hospital. The data showed artifacts, an unstable baseline and then an almost flat trace. On post-implantation x-ray, air bubble was suspected at the proximal electrode. Artefacts were not reproducible when handling the electrode and device. The patient remains hospitalized and no additional adverse patient effects were reported. Additionally, the doctors decided to wait fifteen days before activating the therapy on the s-ICD system. The device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock one day post implant, while still in the hospital. The data showed artifacts, an unstable baseline and then an almost flat trace. On post-implantation x-ray, air bubble was suspected at the proximal electrode. Artefacts were not reproducible when handling the electrode and device. The patient remains hospitalized and no additional adverse patient effects were reported. Additionally, the doctors decided to wait fifteen days before activating the therapy on the s-ICD system. The device and electrode remain in-service.